Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced shocks during the night and was seen in the emergency room. The device was at end of life and had triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be around 15.3 seconds. Subsequently, this patient underwent a replacement procedure and this product was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual inspection identified no anomalies. Review of device memory confirmed that the device had reached eri battery status due to long charge times. This device has been implanted a little over six years and surpass the estimated battery life of five years, with no further information to indicate a product performance issue, we have concluded that this device performed as expected.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced shocks during the night and was seen in the emergency room. The device was at end of life and had triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be around 15.3 seconds. Subsequently, this patient underwent a replacement procedure and this product was successfully replaced. No additional adverse patient effects were reported.